Event description:
Additional information was received from a company representative. The physician did a dye study on (B)(6) 2016 to make sure the catheter was still okay if they decided to replace the pump. The cause of the motor stall was not determined.

Event description:
Information was received from a consumer regarding a patient who received sufentanil (45mcg/ml, 46mcg/day) and marcaine (5mg/ml, 5.1 mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient heard the critical dual tone alarm, which began on (B)(6) 2016. The patient had a recent pump refill by a home infusion company. The patient lived in (B)(6), but was currently in (B)(6). The patient called their healthcare provider (hcp) office and was directed to call the home infusion company. The patient's hcp was on vacation. The patient had called the home infusion company and was constantly transferred to a voicemail. The patient was instructed to seek medical attention. The call was disconnected due to the patient receiving a phone call from their nurse. It was later determined the alarm was a motor stall that occurred on (B)(6) 2016 and recovered at 23:46 hours. Another motor stall occurred on (B)(6) 2016 at 12:52 hours and recovered at 19:03 hours. A third stall occurred on (B)(6) 2016 at 20:33 hours with no reported recovery. The alarm kept going off and on. The patient had an appointment on (B)(6) 2016. The patient experienced intermittent withdrawal, but not currently at the moment ((B)(6) 2016). The patient denied exposure to sources of electromagnetic interference (emi). The patient wanted to know if they had a "faulty pump" and had concerns of cost reimbursement.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp did not know what troubleshooting, actions or interventions were taken. The cause of the motor stall was unknown. As of (B)(6) 2016, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor, and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcome attributed to adverse event and type of reportable event have been updated to reflect the reported explant (surgical intervention performed). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted and returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the pump had been explanted due to a pump motor stall. The patient's weight at the time of the event was unknown.